Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the controller had a double power disconnect. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed that the real time clock was reset to zero (year 2000). This is an additional observation not related to the reported event. Based on the historical review of similar events, the most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. Log file analysis also revealed a controller power up event in the event log file. Due to the real time clock reset to zero, the time and date of the controller power up event are not available. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 26% relative state of charge (rsoc) and a battery was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that one battery was connected to power port (1) and a second battery was connected to power port two (2). As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been initiated to capture events involving the controller losing power and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.